Event description:
Medtronic received a report that a pipeline patient experienced a vasospasm. The patient was hospitalized from (B)(6) 2024. The patient was treated with verapamil, migraine cocktail. The patient recovered/resolved (B)(6) 2024. The adverse event (ae) was possibly related to the disease under study. The ae did not result from a device deficiency. The patient reported to ER with a sudden onset headache. The patient was admitted to ICU to be treated for vasospasm (intracranial, cerebral vessels). The patient was also treated with a migraine cocktail. The patient was discharged on (B)(6) 2024 as the headaches improved. The patient was being treated for a left c6 ica sidewall aneurysm with a saccular morphology. Aneurysm dimensions: maximum diameter 4.1 mm, dome height 3.8 mm, dome width 3.3 mm and neck size 3.2 mm. The parent artery diameter distal to aneurysm was 2.9 mm. The parent artery diameter proximal to aneurysm was 3.3 mm. Post implant significant stasis at the end of the procedure was noted. Complete neck coverage was reported. Post implant aneurysm occlusion (B)(6) at the end of the procedure was class 3. The access vessel was the femoral right. Rist was not used. The study device was successfully implanted in the patient. Wall apposition was achieved. The side branches were not covered by the pipeline. No device flattening or twisting was reported. Additional information received reported that the patient had bradycardia, headache, and imaging was positive for intracranial vasos pasm. Additionally, there was right femoral bruising noticed on (B)(6) 2024. Additional information received reported that the an infinity 088 guide catheter, navien 058 intracranial support catheter, and phenom 27 microcatheter were used in the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported adjudication is causal to procedure and possible to antiplatelet treatment. Mostly contralateral to index aneurysm; may represent reversible cerebral vasoconstrictive syndrome.

Event description:
Additional information received reported that the right groin bruising occurred during the hospital stay for the vasospasm. No additional treatment was provided, and event was recovering/resolving. The bruising was not the result of a device deficiency, and the site assessed it as caused by the procedure and not related to the device, antiplatelet medication, or the disease under study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.